Event description:
A hospital in (B) (6) reported via a distributor that the inspiratory tube of an rt134 adult breathing circuit was missing its white connector. This was detected prior to pt use. No pt consequence was reported.

Manufacturer narrative:
(B) (4). The inspiratory tube of the returned rt134 breathing circuit was visually examined to confirm the absence of its connector as indicated by the photograph provided. Results: the omission of the connector from the breathing circuit kit is due to operator error during the assembly process. The circuit pack appears to have passed visual inspection for missing components. A lot check revealed no other complaints of this nature for this lot number. Conclusion: a CAPA was recently implemented and new standard operating procedures put in place to assist breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. The effectiveness of the improvements implemented are being monitored to determine if further improvements are necessary. (B) (4).